Event description:
The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. The user made two attempts to pass the cia test before assessing the uterine cavity with a laparoscope. A uterine perforation was visualized. The novasure procedure was then aborted. The patient was held for observation and subsequently released from the hospital.

Manufacturer narrative:
According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.